Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 05/2011.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately nine years and ten months post vena cava filter deployment, a computed tomography scan demonstrated the filter tilted, detached and struts perforated. The device and detached strut has not been removed after an attempted but unsuccessful removal procedure. It was reported that the detached strut retained in the caval wall. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, three months of post deployment, computed tomography of abdomen and pelvis without contrast demonstrated that an infra renal inferior vena cava filter noted. Around, one year and nine months later, computed tomography of abdomen and pelvis with contrast was performed due to abdominal pain and result showed an infra renal inferior vena cava filter. Around, seven years and eight months later, computed tomography of abdomen without contrast was performed, and result showed that an inferior vena cava filter was present with the superior filter apex located below and within 2 cm of the most inferior renal vein. The filter demonstrated anterior tilt of approximately 28 degrees. The apex of the filter likely abutted the anterior caval wall. There was fracture of a left posterolateral strut which likely penetrated the caval wall by approximately 0.2 cm. The fractured strut remained close in proximity to its origin with acute angulation. The remaining filter struts were intact without bent or other fracture. Several struts penetrated the inferior vena cava wall. A right lateral strut perforated approximately 0.3 cm. A left posterior lateral strut perforated approximately 0.6 cm and abutted the adjacent vertebral body. No associated hematoma was present. The inferior vena cava was normal in caliber without stenosis. Around, six months and twenty-seven days later, filter retrieval was attempted. Ultrasound guided right internal jugular access was obtained without complication. Inferior vena cava venogram demonstrated no evidence of thrombus in the inferior vena cava filter. The apex of the inferior vena cava filter was unfortunately imbedded in the wall of the inferior vena cava. Despite attempts at dislodging the apex of the inferior vena cava filter from the wall of the inferior vena cava, it was not able to snare the apex of the inferior vena cava filter. Procedure was terminated. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt, filter limb detachment and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt, embedment and perforation of the inferior vena cava (ivc). This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Warnings: 1. Only use the recovery cone® removal system to remove the g2 filter. Never re-deploy a removed filter. H10: d4 (expiry date: 05/2011),g3. H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately nine years and ten months post vena cava filter deployment, a computed tomography scan demonstrated the filter tilted, detached and struts perforated. The device and detached strut has not been removed after an attempted but unsuccessful removal procedure. It was further reported that the detached strut retained in the caval wall. The current status of the patient is unknown.